Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that pump was placed or worn 14 inches (35.5 cm) above the location of the infusion set event on (B)(6) 2026, which resulted in high blood glucose level, very high ketones and symptoms like shaking throwing off(vomit) and visit to the emergency room, admitted to the hospital greater than twenty four hours high blood glucose was treated with intravenous drip.